Event description:
It was reported to physio-control that the customer's device stopped picking up the patient's ECG when the crew treated a patient. The patient had fallen from approx. 70 ft height, was in cardiac arrest and had suffered severe injuries. The device¿s defibrillation pads were connected to the patient and picked up the initial rhythm, however the patient quickly developed subcutaneous emphysema at the site where the defibrillation pads were attached and the pads stopped picking up any trace. There was patient use associated with this event. The patient had expired.

Manufacturer narrative:
The device and the defibrillation electrodes were not returned to physio-control for evaluation, nor did physio-control receive the downloaded electronic patient records. A cause of the reported issue could therefore not be determined.